Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 700 mg/dl at the time incident and current blood glucose was 149 mg/dl. The customer had symptoms had such as vomiting and dizziness. The customer was treated with pens. It was reported that the pump was not delivering insulin. The customer alleges pump was under delivering due to no delivery alarms. The customer was wearing the pump at the time of hospitalization. Customer stated that the drive support cap was flush. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will be returned for analysis.